Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There are no other complaints reported for this custom pak lot. The order was built and released per specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A customer reported three pts were diagnosed with postoperative toxic anterior segment syndrome (tass). The reporter was unable to provide any pt details or current pt conditions. Additional information has been requested.